Event description:
Arterial air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback of the pt's blood was not performed, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm as instructed in the user's guide. Evaluation of the returned cycler could not confirm the reported alarm. Occasional alarms during hemodialysis treatments are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified. No additional info will be provided.